Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a blank display after moisture ingress. After exposure to moisture, the pump display became blank and condensation was noted behind the screen. The screen displayed an hourglass symbol after replacement of the battery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1, date of submission 11/13/2013. Device evaluation: the pump has been returned and evaluated by product analysis on 10/29/2013 as follows: the black box recorded a call service alarm 054-0000 which causes the screen to appear blank. The pump was powered up and the display was fully functional. Corrosion was visible in the display. A leak test failed due to a missing bolus button. The audio alarm was functional but testing audio level was prohibited due to the missing bolus button. The pump was removed from the case and corrosion was observed on the back of display, flex cable, and printed circuit board under the display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.